Event description:
A customer reported a malfunction alarm with code malf 12 on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which they understood.